Event description:
Pt was revised to address mrsa infection.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records was not provided. Provided info states the pt has mrsa. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.